Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6)2025. On (B)(6)2025, the patient's cgm readings displayed 120 mg/dl, but when they took a bg reading it showed approximately 500 mg/dl. The pt did not experience any symptoms at the time of the event. The patient's brother called 911 and when paramedics came, the medical team took a finger stick and confirmed the glucose was high. The paramedics did not administer any medication. The patient was taken to the hospital by the reporter. At the ER, the staff took a bg meter, which displayed high, but the reporter could not recall the exact value. The patient was treated with IV fluids and discharged before midnight. They took another finger stick once they got back home and the bg reading showed 388 mg/dl. The morning of the call the bg was 443 mg/dl. At the time of the follow up the patient was stable and fine. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the d zone of the parkes error grid. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.